Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the follow up report.

Event description:
It was reported that it has been more than a year the patient charged the scs ipg and is not functioning. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.